Event description:
It was reported that, during preparation for procedure, the subject device intermittingly worked when the pedal was pressed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. The product analysis confirmed that the device intermittently worked when the pedal was pressed. Updated fields: d9, g3, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most likely cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during preparation for procedure, the subject device intermittingly worked when the pedal was pressed. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.